Event description:
It was reported that the pump declared alarm 30 multiple times during pumping, with occurrences noted on specific dates in september. There was no reported adverse impact to the customer¿s blood glucose level. The customer did not have a backup therapy available and planned to contact their healthcare provider. Technical support confirmed the shipping address, gave instructions on placing the pump into storage mode, and organized the return of the pump with a pre-paid label within 10 days. A replacement pump serial number will be provided once available.